Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far r oversensing and sensing noise. No intervention was performed. Further information was requested however, was not provided.